Event description:
The information provided by the hospital indicates: hospital name: hospital (B)(6); surgeon name: dr. (B)(6); date of initial surgery: (B)(6) 2020; body part to which device was applied: femur; surgery description: fracture treatment; patient information: 17 year-old, male; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: a patient who was taken to the placement of an external fixator in the right femur during the procedure. When placing the 6, 250x80 self-drilling cortical screw, evidence of fracture of the same screw was seen with evidence of a fragment in the femur. The complaint report form also indicates: the device failure had no adverse effects on patient; the initial surgery was completed with the device; the event led to a delay in the duration of the surgical procedure: 10 minutes; an additional surgery was not required; a medical intervention (outpatient clinic) was not required; copy of operative reports is not available; copy of x-ray images is not available; patient's current health condition: the patient is in good health and the evolution is awaited. Manufacturer reference number: (B)(4); distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 10178 lot g180060 before the market release. No anomalies have been found. The original lot, manufactured between october 2018 and june 2019, was comprised of ()(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation: the broken screw returned, received on 30th october 2020 was examined by orthofix srl quality engineering department. The device was subjected to visual and dimensional check as per orthofix srl specification. The visual check confirmed that the screw thread is broken. The dimensional check did not show any anomalies, with the exception of the missing portion of the thread. The raw material analysis confirmed that the screw is compliant with orthofix srl specifications. It was not possible to perform the functional check as the device is damaged. The device was then sent to an external laboratory for further analysis and root cause investigation. Please see below the outcome of the investigation: there is an evident deformation of the thread close to the fracture surface, which is mainly located in the thread thinnest section. The macroscopic characteristics of the fracture surface and its perpendicularity with respect to the screw axis indicate a ductile torsional overload. The enlargements in the following images show rubbing and shear dimples (typically related to ductile rupture). Medical evaluation: the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluations performed. (B)(6) 2020. The diaphyseal bone of the femur can be the hardest in the body, and tends to be at its most dense in late teenage years. This patient is a male aged 17 years. Although these screws are self drilling, the hole should always be pre-drilled in cortical bone. These screws should never be inserted with a power tool, but always by hand. Even when all of these precautions are followed, in this particular position the surgeon must be mindful of the amount of torque required to insert the screw, and if necessary, remove the screw when partially inserted, clean the screw thread and re-drill the screw track. This event is more likely to occur in this position than anywhere else. The most important point is that the screws should not be inserted with a power tool, because the surgeon cannot judge the insertion torque when using a power tool. (B)(6) 2020 with the outcome of the technical analysis. This technical analysis shows clearly that the screw in question broke because of a torsional overload. The dimensions and constituents were as specified. It should have been clear to the surgeon that the insertion torque was too high; it would have been better to remove the screw, pass a drill bit again and then reinsert it. As said before, breakage of these screws is very rare and is nearly always due to a technical detail during insertion. Final comments: the results of the technical evaluation evidenced that the returned device was originally conforming to orthofix design specification. According to the findings, the characteristics of the fracture surface indicate a failure mode due to torsional overload. The fracture is microscopically ductile (as expected for this type of material), with presence of shear dimples and rubbing. Orthofix srl can conclude that the failure occurred is attributable to a torsional overload applied during insertion. Orthofix would like to remind that the instructions for a correct insertion of a bone screw is included in the instruction for use leaflet, ref: pq scr. An extract is reported below. 10. The xcaliber bone screws are designed to be self-drilling, and direct insertion with a hand drill is advised in most cases. However, when insertion of self-drilling screws is performed in diaphyseal bone, pre-drilling is recommended; use a 4.8mm drill bit through a drill guide when the bone is hard; when the bone quality is poor, or in the metaphyseal region where the cortex is thin, a 3.2mm drill bit should be used. Screw insertion, whether or not pre-drilling has been performed, should always be with the hand drill or t-wrench only and through a screw guide. It is important that moderate force is applied for the screw to gain entry into the first cortex. Insertion can be completed with the t-wrench. Diaphyseal bone screws should always be inserted in the centre of the bone axis, to avoid weakening it. In all cases the surgeon should be mindful of the amount of torque required to insert the screw. If it seems tighter than usual, it is safer to remove the screw and clean it, and drill the hole again with a 4.8mm drill bit, even if it has already been used. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 10178 lot g180060 before the market release. No anomalies have been found. The original lot, manufactured between october 2018 and june 2019, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the device involved has not been returned to orthofix (B)(4). As soon as received it will be performed the technical analysis. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation become available. As soon as the results of the investigation are available, orthofix (B)(4) will provide a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the hospital indicates: hospital name: hospital (B)(6). Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2020. Body part to which device was applied: femur. Surgery description: fracture treatment. Patient information: (B)(6) year-old, male. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: a patient who was taken to the placement of an external fixator in the right femur during the procedure. When placing the 6, 250x80 self-drilling cortical screw, evidence of fracture of the same screw was seen with evidence of a fragment in the femur. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device. The event led to a delay in the duration of the surgical procedure: 10 minutes. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is not available. Patient's current health condition: the patient is in good health and the evolution is awaited. (B)(4).